Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 70 units while caller expected 130 units despite insulin delivery continuing normally. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation and, with technical support, loaded new cartridge, delivered test bolus, and verified that displayed fill estimate aligned with expected amount, after which customer restarted pump, resumed insulin delivery, and continued treatment.